Event description:
A pump reported a cartridge change error, prompting customer support to assist with several troubleshooting steps. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. The customer removed the pump from its case, cleaned the pneumatic tap area, and attempted to load a new cartridge. Initially unsuccessful, the customer eventually succeeded with guidance from technical support, completing the load process and resuming insulin delivery.